Event description:
The customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. More info received on the returned alarm which has a note on it stating "needs to be fixed, you can't see lights". There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product found the custom voice message does not play, only static is heard when set to voice only, when set on tone only, the alarm does sound. The power and low battery led lights are not visible on the outside of the alarm case. The battery door hinges are missing, the door is chipped on the outside and the door can be slid out. The moisture indicator is missing from inside the battery compartment. Note: the instructions for use has a warning statement: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, inspect and test all alarm functions each time before leaving pt unattended. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).